Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) executed a system check and the washed portion of the assessment failed. The fse replaced the aspirate and dispense probes, as one possessed buildup where it connected to tubing. The fse performed volume checks and another system check assessment which both generated acceptable results. The fse verified that the vacuum was working properly and confirmed appropriate mixer motor speed. The fse verified that the ultrasonic voltage settings were within specifications and calibrated the incubator belt. The fse executed ten repetitions of accutni quality control (qc). Level 1 and level 3 qc results were both within specifications. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. In conclusion, the probable cause of the event was system hardware, however use error via sample pre-analytical issues was a contributing factor.

Event description:
The customer reported that imprecise cardiac troponin (accutni) results were generated from an access 2 immunoassay system for two patients the initial accutni results for patient one and patient two were within the normal reference range and above the ami threshold respectively. Upon multiple repeat on the same instrument, the accutni results varied between normal reference range and above the acute myocardial infarction (ami) threshold. Collectively, the results did not meet the labeled precision claims of the assay. The imprecise accutni results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to these results. The test samples were collected either via intravenous (IV) start or venipuncture, into heparin plasma tubes, and were centrifuged prior to testing. The duration of the centrifugation was less than the shortest beckman coulter inc. Validated time using the statspin method per becton dickinson/beckman coulter customer guide final rev 5, p 12, 2008 labeling. The accutni reagent and calibrator lots associated with this event were 118472 and 116459 respectively. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that during the timeframe of (B)(6) 2012, all accutni quality control values for the two levels of qc were within the customer's established ranges. An accutni calibration performed on (B)(6) 2012 was accepted as passing and had acceptable percent coefficients of variation. A system check performed prior to the event on (B)(6) 2012 generated acceptable results.